Event description:
It was reported that the patient had a lack of pain relief from their stimulation and also frequently wore a heavy work belt that sat on the implantable neurostimulator (ins) and caused discomfort. The patient had less than (B)(6)% therapy relief and also had pain at the device pocket. Impedance testing at every meeting with a manufacturer representative had been normal. The patient had always previously reported that they were doing well with the stimulation. There was no alleged device issue. The patient was scheduled to have the device explanted on 2015-(B)(6). The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
(B)(4): it was reported that the patient had a lack of pain relief from their stimulation and also frequently wore a heavy work belt that sat on the implantable neurostimulator (ins) and caused discomfort. The patient had less than 50% therapy relief and also had pain at the device pocket. Impedance testing at every meeting with a manufacturer representative had been normal. The patient had always previously reported that they were doing well with the stimulation. There was no alleged device issue. The patient was scheduled to have the device explanted on (B)(6) 2015. The patient status was listed as "alive -no injury" at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(4): additional information received from the rep reported that the device (ins and leads) were explanted on (B)(6) 2015. The patient requested that the device be removed and did not want to have any troubleshooting performed. Previous patient study visits have all been fine. The cause for pain at the battery site was due to wearing a heavy work belt right over the battery site. The cause for lack of pain relief was unknown, however, this had not been reported until recently. The patient was doing fine at the time of this email. All explanted components were given to study coordinator by hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n375353, implanted: 2014-(B)(6), product type: accessory. Product ID: 3776-60, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).